Manufacturer narrative:
No product was returned for evaluation. We are unable to determine if any product condition could have contributed to the reported death. No lot release records were reviewed, as the product lot number was not provided. Omnipod insulin management system ¿ user guide: model: ust400, 14421-aw rev h 01/16, checking your blood glucose 7 / page 96. Warning: test results greater than 250 mg/dl mean high blood glucose (hyperglycemia). Warning: if you get results below 70 mg/dl or above 250 mg/dl, but do not have symptoms of hypoglycemia or hyperglycemia, repeat the test. If you have symptoms or continue to get results that fall below 70 mg/dl or above 250 mg/dl, follow the treatment advice of your healthcare provider.

Event description:
It was reported that the patient had calcium buildup that caused kidney failure, tied to her diabetes, which lead to her death on (B)(6) 2018. Her exact cause of death was cardiac arrhythmia due to hyperglycemia related to end-stage renal failure and neuropathy. She had been taking 20 medications associated with her diabetes, heart issues (congestive heart failure related to family medical history), and kidney issues. The husband explained that most of her organs were failing due to her diabetes not being controlled well. The patient had been hospitalized for 2 hours prior to this occurrence.